Manufacturer narrative:
Follow-up report - device evaluation (01/25/2018): the electrode belt associated with the treatment event was returned for evaluation. Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to a shorted esd700 diode array on the distribution node pca. The root cause for the shorted diode array could not be positively identified. There is no indication of any adverse event resulting from the defective electrode belt. Device evaluation of monitor sn (B)(4) was completed. The review of the flag data suggested that the device reset following a pulse delivery. The reset was unable to be duplicated during the evaluation. Root cause investigation into similar events indicated that the cause of the reset was noise originating from the defibrillator pca high-voltage capacitors and propagating on the main battery wire on the monitor c/a board. A design change to address this condition (PMA supplement p010030/s064) was approved by FDA on (B)(6) 2015. There is no indication of any adverse event resulting from the monitor reset. Device manufacture date: sn (B)(4) - 05/06/2014; sn (B)(4) - 08/04/2014.

Event description:
A us distributor reported that a patient was treated while in the hospital on (B)(6) 2017. It was reported that the patient was in the hospital being monitored by hospital telemetry, went into sudden cardiac arrest and was treated by the lifevest. The patient's downloaded software flag and long term ECG data are consistent with a device reset following pulse delivery. The ECG recordings indicate that the patient was in vf leading to the treatment. The post-shock rhythm was unable to be determined due to a lack of ECG data. The patient remained in the hospital following the event and was being monitored by hospital telemetry. There were no reports of any adverse events following the event.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) was completed. The review of the flag data suggested that the device reset following a pulse delivery. The reset was unable to be duplicated during the evaluation. Root cause investigation into similar events indicated that the cause of the reset was noise originating from the defibrillator pca high-voltage capacitors and propagating on the main battery wire on the monitor c/a board. A design change to address this condition (PMA supplement p010030/s064) was approved by FDA on 11/06/2015. There is no indication of any adverse event resulting from the monitor reset.

Event description:
A us distributor reported that a patient was treated while in the hospital on (B)(6) 2017. It was reported that the patient was in the hospital being monitored by hospital telemetry, went into sudden cardiac arrest and was treated by the lifevest. The patient's downloaded software flag and long term ECG data are consistent with a device reset following pulse delivery. The ECG recordings indicate that the patient was in vf leading to the treatment. The post-shock rhythm was unable to be determined due to a lack of ECG data. The patient remained in the hospital following the event and was being monitored by hospital telemetry. There were no reports of any adverse events following the event.